Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA by (B)(4) 2011.

Event description:
During fluoroscopy, the image is sporadically very bright.